Event description:
The customer reported the system powered itself down prior to its usage. This is a system shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.